Manufacturer narrative:
This ous cypher select plus sirolimus-eluting stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-00296. Additional info will be submitted upon 30 days of receipt.

Event description:
It was noted that in 2007, the pt experienced angina pectoris. An acute myocardial infarction was documented. It was noted that the pt died 52 days post index procedure. It is unknown if the death was cardiac or non-cardiac related. There was no evidence for stent thrombosis or myocardial infarction documented. A pt was initially enrolled in the study about 40 days prior with 2-vessel disease. The main indication for the intervention was an inferior acute myocardial infarction. The lesion initially treated was in the proximal to mid left anterior descending branch. The lesion had 80% stenosis and was de novo, bifurcated, totally occluded, moderately tortuous and concentric with thrombus present. The reference vessel diameter was 2.5mm and the lesion was 28mm in length. The lesion was pre-dilated and a 2.5 x 28mm cypher select stent and a 3.0 x 28mm cypher select stent were electively implanted at 14 and 12 atms, respectively, overlapping each other. The pt's baseline medication included aspirin, clopidogrel and ace inhibitors. The pt's intra procedure medication included heparin. The pt's post procedure medications included aspirin, clopidogrel, heparin and ace inhibitors.